Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, hospitalization was ongoing and the patient was recovering. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.